Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips remote service engineer (rse) checked the system that the system switching on is not possible. No work was done by philips. Distributor found that pdu fan tray unit has the 24v power supply defective. The cause of the pdu fan tray failure determined by the supplier's part analysis and it found to the pdu fan tray and dcps is defective. To resolve the issue, distributor replaced the pdu fan tray and dcps. After replacing the pdu fan tray and dcps, the system was returned to use in good working condition. The codes were updated based on the investigation outcome. Device problem code corrected.

Event description:
It was reported to philips that the system's power supply was sparking, preventing the system from booting. No harm to the patient or user was reported. Philips has started an investigation of this complaint.